Manufacturer narrative:
Information was received stating that the hospital does its own repair. We have not been able to receive any information if any part have been replaced or not. The evaluation of the device logs confirm the occurrence of the reported technical error codes during ventilation mode, followed by additional alarms which indicate that ventilation stopped. The logs show that the technical error codes were preceded by a breathing subsystem error, indicating an automatic reboot of the breathing subsystem after detection of an error in the stored parameter settings values in its persistent memory. This attempted reboot of the breathing subsystem to rectify the error was unsuccessful due to an inability to read the persistent memory's parameters. The logs also shows that the alarm was silenced by the operator and that the ventilator was set to stand-by mode approximately 2 min later by the user. The ventilator functioned normally after it was turned off and turned on again by the user. Our conclusion is that the most probable cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time of the event.

Event description:
(B)(4).

Event description:
It was reported that while ventilating an adult patient, the ventilator switched to pediatric mode and shut off. There was no patient harm. The problem could not be reproduced but two technical error codes were found in the logs. One indicated disabled valves and the other one indicated an internal memory error. (B)(4).